Event description:
Fired off into the box, faulty epinephrine injection [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a male patient from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the patient's mother via a voicemail concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient started treatment with epinephrine injection (auto-injector) (strength, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent conditions, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, laboratory tests were not reported. It was reported that the consumer received a faulty epinephrine injection set, a few pens that they got for her son, and she was just wanted for a replacement. They hadn't opened it out of it from the pharmacy, the box of the epi pens. They brought them straight to his school. They had an episode earlier this week where they thought they might have to use one on him. They went to take one out of the box, just normally, and it fired off into the box and so she just calling to see how and she just bought this a month ago or less than month a month ago so it's brand new so just trying to get it get a replacement. Last action taken with epinephrine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Fired off into the box, faulty epinephrine injection [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a male patient from the united states. The patient's age at the time of event experience was not reported. On 24-may-2024, amneal pharmaceuticals received information from the patient's mother via a voicemail concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient started treatment with epinephrine injection (auto-injector) (strength, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent conditions, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, laboratory tests were not reported. It was reported that the consumer received a faulty epinephrine injection set, a few pens that they got for her son, and she was just wanted for a replacement. They hadn't opened it out of it from the pharmacy, the box of the epi pens. They brought them straight to his school. They had an episode earlier this week where they thought they might have to use one on him. They went to take one out of the box, just normally, and it fired off into the box and so she just calling to see how and she just bought this a month ago or less than month a month ago so it's brand new so just trying to get it get a replacement. Last action taken with epinephrine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 11-jun-2024. New information received includes qa investigation report, attached with this case. On 24 may 24, amneal product complaints received a product complaint notification for epinephrine auto-injector strength and lot unknown, ¿it fired off into the box¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for lot unknown. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. The controlled annual product reports from may 30, 2021, to may 29, 2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been forty (36) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 36 similar complaints were attributed to the manufacturing process. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. As per the reported complaint, the description of the event was ¿it fired off into the box¿. In order for a device to fire and deploy the needle, two actions must be performed on the device. The blue safety cap must be removed from the end of the device, the safety cap when in place on the device ensures the device will not fire, as it is a safety mechanism. In addition, the blue sheath remover must be removed from the needle end. The sheath remover with sheath in place on the device will not allow a device to fire as the sheath remover prevents the internal firing mechanism from engaging. When both blue caps (safety cap and sheath remover) are removed the device is active and ready to fire. The unit would then need a force applied to the body of the device with the red needle end against a solid area to fire. Per the instructions for use (IFU), ¿pull off both blue caps, push red tip hard in thigh for 10 seconds¿, in addition the IFU states, ¿the two blue end caps on epinephrine injection help to prevent accidental injection of the device. Do not remove the two blue end caps until you are ready to use it.¿ as there was a lack of detail provided for the reported complaint, the lot number was unknown and the complaint sample was not returned for evaluation a root cause related to user error could not be determined. The investigation associated with epinephrine injection usp auto-injector strength and lot unknown for the complaint category - ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. Controls in place to ensure the device is manufactured per specifications. The controlled annual product reports from may 30, 2021, to may 29, 2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. The complaint sample was not returned, as such the reported complaint could not be confirmed. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications last action taken with epinephrine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.